Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors, which include end-stage renal disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a planned tavr procedure to disable a bioprosthetic aortic valve, after an implant duration of four (4) years and ten (10) months, due to re-stenosis. It was reported that the patient also has end stage renal disease (esrd). No additional information was provided.

Event description:
Edwards received information that a 23mm bioprosthetic valve was disabled after an implant duration of four (4) years and ten (10) months due to re-stenosis. A 23mm valve was implanted in the aortic position using the valve in valve procedure with a tf approach. The valve was placed in the correct position and was found to be in satisfactory position with trivial paravalvular leak on echocardiogram. The patient was transported to the cardiac ICU in stable condition and discharged on pod #4.